Event description:
The customer reported the ventilator would not turn on. The customer reported there was no patient involvement. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the unit would not power on with ac or battery and the mains ac led was flashing. Pse provided the biomedical engineer with information to replace the power supply to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.